Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had metabolic acidosis post lvad implant and was put on a temporary right ventricular assist devices (rvad) on (B)(6) 2013. He continued to have acidosis post rvad support and was found to have ischemic bowel. The pt was taken back to the operating room for dissection of ischemic bowel on (B)(6) 2013. Sedation was stopped and the pt did not wake up. The family decided to withdraw support on (B)(6) 2013 and the pt expired. There were also high pump power observed and pump stop alarms.